Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced mesh erosion. The patient underwent an additional procedure for mesh excision. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.